Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a procedure the monitor was beeping due to interferences during electrocautery, lasting for a few moments after cautery had stopped. This condition, in which the device is delivering additional audible indication, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.